Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button alert. The customer blood glucose level was unknown. Customer stated that all of the sudden insulin pump started beeping and it says a button was pressed for more then 3 minutes. Customer stated they did not press a down button for 3 minutes or longer. Customer stated that the insulin pump was not exposed to a change in altitude. The device will be return for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. (B)(4).